Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr checked the instrument and found that the probes were not replaced for over a year. The fsr replaced and calibrated the probes and performed a few other troubleshooting services as a precaution. The probes: probe, arc probe (ln 08c94-42) that is on the architect i2000sr (sn (B)(6)), were considered the likely cause of the issue. After the troubleshooting performed by the fsr, the analyzer was returned to normal operation. A review of the analyzer¿s service history identified no contributing factors to the current complaint and no subsequent tickets regarding discrepant patient results. Trending review determined no trends were identified for both the arc probe (ln 08c94-42) and the architect i2000sr ((B)(6)). The device history record review determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) architect stat high sensitive troponin-I results for a patient who was admitted to the hospital. The following data was provided: sid (B)(6) = initial result = (B)(6). The customer reference range to take any action is 12-16 ng/l. Additional samples were collected to monitor the patient is the action that was taken when the patient was admitted into the hospital. The customer's cutoff is > 30 ng/l. There was no impact to patient management reported.